Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1fn58, implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had a loss or change in therapy and noted the therapy had not worked for them. They took laxatives to try to go and went a few days later but only had gone 3 times since the device was implanted. The patient was redirected to the manufacturer by the healthcare professional (hcp) to change programs. The patient changed from program 1 to program 2 and increased the stimulation from 0.0 to 1.3 volts. It was recommended the patient monitor their symptoms with the change in programs and to consult with their hcp if the issue did not resolve. Additional information was received from a health care professional via a manufacturer representative. It was reported that the battery turned, was flipping in the pocket, and that the therapy did not work. It was noted that the battery could not be read by the clinician programmer as it flipped in the pocket. Surgical intervention was required to resolve the issue. Upon opening the pocket, it was discovered that the battery had twisted the lead, intact, out of the sacrum and the entire system was in the pocket. The device was explanted and replaced, and the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (B)(6) revealed the battery normal end of life. No telemetry and no output. H3: analysis of the lead (va1fn58) found # 1 conductor is broken (overstress, damaged). The outer insulation twisted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product ID 3889-28, lot# va1fn58, implanted: (B)(6) (B)(6) 2017, explanted: (B)(6) 2020. Product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). In response to the inquiry for device return, the rep replied that the product had been returned via their pre-labeled mailer on (B)(4) 2020. The device was received on (B)(4) 2020. There were no further complications reported.